Event description:
It was reported that the hl20 single pump had a speedometer board failure during patient treatment. No harm or injury reported. Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 single pump has a speedometer board failure during patient treatment. No injury or harm was reported. A getinge field service technician will be sent onsite for investigation of the device. As soon as new information becomes available, a follow up medwatch will be submitted.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 had an optical tacho board failure during treatment. No harm to any person has been reported. A getinge field service technician (fst) was onsite for investigation of the device. The fst confirmed the reported failure of the optical tacho board. After replacement of the optical tacho board the device works to factory specification. The defective optical tacho board was not available for further investigation at the manufacturer. However the reported failure can be linked to the following most probable root cause according to the risk management file: total) fail of device because of: - defective tacho, relay or pump belt the device was manufactured in 2014-03-10. The review of the non-conformities during the period of 2014-03-10 to 22-03-28 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the investigation the reported failure could be confirmed. The most probable root cause could be determined to a defective optical tacho board. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.